Event description:
The customer reported the system will not fluoro when using the footswitch. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the hand switch and foot switch. System operates as intended. (B) (4)